Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation of the returned device showed a piece of the non-barbed part of the anchor stuck in the driver. This evaluation finding now makes the implant a partial implant and a reportable event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that during a bankart shoulder procedure the suture of an already inserted anchor ruptured. The anchor stayed inside the patient without any suture fixation. Surgery was finished well with a new anchor of the same type. Follow-up investigation: the evaluation of the returned device showed a piece of the non-barbed part of the anchor stuck in the driver. This now makes the implant a partial implant and a reportable event.